Event description:
The reporter indicated that noise event was sensed after redetection of the defibrillator.

Manufacturer narrative:
An investigation concluded that the iegm does clearly show noise classified and blanking for one pacing cycle, per normal operation. However, the iegm does not show any apparent noise. While this appears to be normal operation, it was not possible to duplicate the problem nor determine the source of the noise.no further action is possible.